Event description:
It was reported, that patient presented for a scheduled procedure. Prior to procedure, it was noted, that the lead exhibited high capture threshold and failure to capture. The lead was capped on (B)(6) 2024. And replaced with new lead. There were no patient consequences.